Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the fixing strength of the articulating arm was not enough. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: the articulating arm was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. Analysis found that the starburst end of the articulating arm is locked up. It was determined that there was a mechanical failure with the articulating arm. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.